Event description:
Pt used thermacare pain relieving heatwrap, back size unknown, and reported a second degree burn. Medical records revealed the consumer experienced a full and partial thickness burn on their lower back. The consumer visited their physician and emergency department for numerous conditions unrelated to product use as well as for the reported burn. Subsequent burn treatment including topical debridement at a burn clinic resulted in complete re-epithelialization (healed) of the contact burn. Less than 1% full thickness burn left mid back [burns third degree]. Wound with mod amt white/yellow eschar with epithelial margins[eschar]. Wound infection. Does appear to be getting infected, secondary infection. Second degree burns, partial-thickness burn[burns second degree]. Burn back[thermal burn]. One large and five small blisters on back[blister]. Pain, unresolved pain. (942.04) burn of back, buttock, interscapular area, unspecified degree[thermal burn]. Ulcer like[skin ulcer]. Burn wound left low back[wound]. Redness around wound[erythema]. Several small but linear-shaped blood blisters lower back[blood blister]. Lesions low back[skin lesion]. Due to injury sexual relationship significantly diminished[iii-defined disorder]. Areas of mild granulation at wound[excessive granulation tissue]. Scar. Pulled off significant amount of skin[skin injury]. Discomfort. Injury. Unable to care for children[iii-defined disorder]. Unable to sit or drive for extended periods of time[iii-defined disorder]. Swelling. Yellow slough in center (burn) and pink/red edges.[skin desquamation]. Itching, very itchy[pruritus]. The thermacare heat wrap became unbearably hot after two hours of use, forcing their client to remove it. They experienced excruciating pain when they removed the thermacare heat wrap from their lower back. The extreme heat caused by the thermacare heat wrap caused the product to adhere to client's skin and as they were removing the heat wrap the product pulled off a significant amount of skin from their lower back. They sought treatment from their physician. Client visited the e.r. Where the physician noted that their burns had become infected and prescribed keflex to reduce the swelling and fight the infection. Their client sought further treatment from a medical center on four separate occasions. Although the medical records indicate that client's burns were second degree in nature, they were verbally informed by the burn unit that their injuries were consistent with third degree burns which affect the epidermis, dermis and hypodermis, causing charring of skin, coagulated vessels visible just below the skin surface. The patient presented with complaints of headache and migraine.